Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued using the existing cartridge for insulin therapy. Additionally, it was reported the pump touchscreen would "black out" after the customer delivered a bolus. Customer declined to troubleshoot this reported issue.